Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were there any issues observed when the device was fired: no, there was no problem on the leak test. For clarification, did the reported leak occur post-operatively: the leak was confirmed from the drain on the next day of the initial procedure. Were any interventions performed to address the leak: the patient was re-operated on that day and additional suture for whole circumference of anastomosis was performed. The patient was discharged from the hospital. The doctor said there might be technique issues because additional suture was not performed during the initial procedure. Were there any issues noted with staple formation: if so, please describe their shape:as the surgeon stated ¿there might be technique issues because additional suture was not performed during the initial procedure.¿

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the device was used for the anastomosis between colon and rectum. A leak occurred in several days. The detailed information will be reported as soon as it is received. Another device was used to complete the case. No device will be returning.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: who fired the device and what is his/her experience? No information. Where in the green range was the indicator located prior to firing? No information. Did the healthcare professional receive audible & tactile feedback when firing the device? No information. When was the safety released prior to firing? No information. Were the donuts inspected? If so, please describe. No information. Was the washer inspected? If so, please describe. No information. Please describe the steps for removing the device. No information. Additional information was requested and the following was obtained: were there any issues noted with staple formation? If so, please describe their shape. No. As the surgeon stated ¿there might be technique issues because additional suture was not performed during the initial procedure.¿ does the surgeon believe that this was the cause for the post-op leak and not an issue with the device? Dr. Thought the one of the possible causes of post-op leak was that additional suture was not performed. What is the current patient status? The patient was discharged.